Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 203) was confirmed. Upon investigation the monitor displayed a service code 203 during testing. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was displaying a service code 203 (pulse test fault).